Event description:
Customer's mother reported the infusion set leaked insulin from the connector. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.